Manufacturer narrative:
Date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. The reported lot number 1ml0072107 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. This complaint was reported by the patient's lawyer. The device was implanted by dr. (B)(6) at (B)(6).

Event description:
As reported by the patient's attorney, a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.